Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell product. The customer reported that there were five incidents, but no further information was given. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set for investigation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the manufacturing records for the set and the filters were reviewed for abnormalities. No problems were found. Records were also checked regarding the particulate removal rates and cationization levels of the filter membranes that are related to blood filtration performance. All filter lots conformed to established specifications. No similar complaints have been received from other consumers. For filtration, the product in question intends to be used by placing the transfer bag horizontally on a horizontal surface, with hanging the blood unit at a height of one meter. According to additional information provided by the customer, it was confirmed that the transfer bag was placed in a vertical position, with a gap of approximately one meter. The bag had been suspended during filtration. The actual length between the spike part and the upper part of the transfer bag was likely to be more than 1.2 meters, as the transfer bag was suspended in a vertical position. The instructions for use of the product in question prescribes that the blood unit be hung at a height of one meter and the transfer bag is placed on a horizontal surface. Root cause: operator error.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.